Event description:
Customer called on (B)(6) 2011 reporting that pinch valve (pv) 57 on the lh 500 hematology analyzer was broken and had leaked approximately 50-100 ml of fluid. Customer was wearing personal protective equipment consisting of a lab coat, eye protection, and gloves and was not exposed or injured due to the leak. Customer reported that there was no death, injury or change to patient treatment attributed or associated to this event nor was there impact to patient results. Field service engineer (fse) was dispatched and had observed that pinch valve at pv57 (drain path for the mixing chamber to the diff waste chamber) was broken and mixing chamber was full. The fse replaced the pinch valve and tubing and there was no further evidence of leaking.

Manufacturer narrative:
Bec identifier for this report is (B)(4).